Event description:
While putting in a pedicle screw during a revision case, the modular driver tip broke off of the driver and wouldn't lock onto the screw to advance the screw. Doctor was able to completely remove broken tip with no delay to case. It was noted that the patient had tough (hard) bone.

Manufacturer narrative:
Ctl amedica is currently conducting a retrospective review of potential mdrs from previous years as part of our ongoing compliance efforts. During this review, an incident from 2022 - originally documented internally as not reportable - was re-evaluated and determined to meet the criteria for MDR submission. As a result, this report is being submitted on (B)(6) 2025, to address the 2022 incident in accordance with our updated assessment. It is important to note that no patient harm has been reported in connection with this incident. Original engineering conclusion: implant size was not provided, as well as the surgical technique used. No pre/post op x-ray images were provided or which level of the spine was being treated. The instrument was never returned to ctl amedica for further evaluation. Therefore, the cause of this incident is indeterminate.